Manufacturer narrative:
Voss, s., rusa, k., campanella, c., georgescu, t., vitanova, k., ruge, h., amabile, a., sideris, k., krane, m., & burri, m. (2025). The impact of aortic arch morphology on periprocedural stroke in transcatheter aortic valve replacement. Journal of clinical medicine, 14(4), 1045. Https://doi.org/10.3390/jcm14041045. B3: date of event is estimated based on dates provided in literature article. D6a: implant date is estimated based on dates provided in literature article.

Event description:
It was reported via literature article that ischemic stroke occurred. The study performed a retrospective, 1:2 propensity-matched case-control study to compare patients with and without periprocedural stroke (defined according to the valve academic research consortium iii endpoints) after transfemoral tavr between june 2007 and september 2022. Multi-slice computed tomography (msct) analysis of pre-tavr aortograms was performed to investigate arch anatomy, configuration, curvature, and the take-off angles of the epi-aortic vessels. A total of 2371 patients were enrolled in this study. Periprocedural ischemic stroke was observed in 67 patients. After propensity score matching, this study included 201 patients: 67 case vs. 134 control. The mean age was 80.0 plus or minus 13.2 and 81.6 plus or minus 6.4 years (p = 0.5), and the mean euroscore ii was 4.1 plus or minus 3.6 and 4.3 plus or minus 41 (p = 0.7). There was no difference in arch anatomy (p = 0.2) and configuration (p = 0.8) between the groups. Arch curvature (p = 0.9) and angulation of the brachiocephalic (p = 0.3) and left common carotid artery (p = 0.058) also did not differ significantly between the case and control groups. Msct analysis in this propensity score-matched study found no correlation between aortic arch geometry and tavr-associated stroke. Patient status: no further information on the status of the patients is available.